Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored..

Manufacturer narrative:
It was reported to abbott, a patient with two ipg system was having their scs ipg replaced. The ipg was at end of life. Surgery took place where the scs ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.